Event description:
It was later reported that the patient's generator is not available for return from explanting facility. It was likely discarded by the explanting facility.

Event description:
It was reported that quality engineering discovered a similar premature event as captured in MFR. Report# 1644487-2022-00939. In multiple office visits ((B)(6) 2022), the ¿ibipt¿ parameter for normal mode stimulation was found at its maximum value (6226). Most likely the charge accumulator will be over-aggressive with an end result that the user will see battery depleting much faster than expected. The device is likely consuming more charge than expected and it may not meet longevity that would be predicted by the longevity tables or blc but the impact would be less than suggested by the charge accumulator. Battery level indicators that are based on battery voltage readings (ifi/neos/eos) will still work as expected for this device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician stated that they were concerned with the rate of depletion of the generator. The patient has been referred for replacement surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patients generator was replaced due to battery depletion. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Review of the generator source code from the programming history data retrieved from the field via the decoder spreadsheet revealed in multiple office visits the ¿ibipt¿ parameter for normal mode stimulation was found at its maximum value. This is a previously known defect with the firmware of the generator. The charge accumulation battery level displayed to the user is less than the true battery life remaining due to this firmware issue. We except this battery to prematurely deplete but not as aggressively as what is communicated to the user. MFR ref#: 1644487-2022-00939 captures a referenced instance in which another patient experienced a similar case to the one described in this report. No other relevant information has been received to date.